Event description:
It was reported that premature battery depletion was suspected on the implantable cardiac monitor (icm). End of life (eol) was believed to have been reached prematurely. The icm remained implanted and was being monitored. The patient was stable.